Manufacturer narrative:
An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is fmi 34082. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device problem already known, no evaluation necessary.

Event description:
The hospital reported that, self-test did not pass. The fico2 values are increasing. There was no reported patient involvement.